Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the patient was hospitalized for hypoglycemia while using the aviva system. At 5:47 a.m., the patient's blood glucose result was 342 mg/dl. The patient's wife gave him 5 units of fast acting novolog insulin and 12 units of slow acting lantus insulin. At 7:01 a.m., the patient's blood glucose result was 125 mg/dl. He was trying to eat breakfast at that time, but the wife noticed that he only took 2 spoonfuls and stopped eating. The patient's wife tested him again at 7:24 a.m. And the blood glucose result was 105 mg/dl. By that time, the patient was "out of it" and was not eating anything. The wife tested him again at 7:40 a.m. And his blood glucose result was 116 mg/dl. The wife then called the paramedics. The patient passed out at that point and she treated him with a shot of glucose. At 7:55 a.m., the patient's blood glucose result was 121 mg/dl. That was the last test before the paramedics transported him to the emergency room. The paramedics did not treat him. The blood glucose result taken by the paramedics was unknown. In the emergency room, they tested him around "8:30 a.m. Or 9:00 a.m." And his blood glucose result was at 168 mg/dl on the hospital meter. By 12:00 p.m., the wife asked them to test him again and when they did, his blood glucose level had dropped to 31 mg/dl on the hospital meter . The hospital treated him with a glucose shot for the result of 31 mg/dl, but no treatment was given for the 168 mg/dl result. The patient was hospitalized for 3 days. The test strip lot number was not provided. Return of the suspect device was requested for evaluation.